Event description:
It was reported that the pump was in use on a post-op pt with heart rate of 123/125 beats per minute. It was noticed that the screen and readouts were incorrect, showing the "pdp" and "psp" to be the same when actually they were distinct. The pt was transferred to another pump which experienced the same difficulty. The pump continued to be used with this discrepancy and there were no pt complications.